Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported via insulet complaint that the patient experienced hyperglycemia. According to the available documentation, on approximately (B)(6) 2025, during the evening hours, the patient experienced a significant hypoglycemic episode, with a cgm reading of 55 mg/dl. Despite prompt corrective measures including carbohydrate intake and suspension of insulin delivery via the omnipod 5 closed-loop system, hypoglycemia persisted. The patient was subsequently referred to the emergency department, where intravenous glucose (g30%) was administered. This intervention temporarily elevated blood glucose levels: however, hypoglycemia recurred shortly thereafter, even though automated insulin delivery remained suspended. A pneumology consultation followed, during which hypoglycemia was still evident. At that time, blood glucose measurement revealed a level of 600 mg/dl, and the patient was found to have ketonuria. The malfunction of the dexcom g6 cgm system contributed to the continued suspension of insulin delivery. Consequently, the patient had to self-administer carbohydrates throughout the night, which led to rebound hyperglycemia accompanied by ketosis. Although further attempts were made to clarify the details of the event, no response has been received to date. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-149153 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. The event was already captured on (B)(4)/ MFR 3004753838-2025-034898. No additional patient or event information was available.